Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non pacer depending, asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the estimated longevity and the high cell impedance on the device, device download was not recommended. On (B)(6) 2017, the device was explanted and replaced. The patient was in stable condition.